Manufacturer narrative:
The investigation for the reported high purge pressure issue has been completed. The clinical report was evaluated and found that after the purge bag change the purge pressure gradually climbed and stayed consistently high. Sodium bicarbonate was the purge solution. It took about an hour for the purge pressure to rise and trigger the alarm. The purge bag change was routine and took about 2 minutes. There was no evidence of a purge leak before the bag change. During the bag change, there was most likely biomaterial ingested causing the gradual increase in pressure after it was complete. The root cause of the high purge pressure is most likely due to ingested biomaterial. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported 59yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that there were high purge pressures and low purge flows. No additional information was provided. There was no patient harm reported.